Event description:
It was reported that subsequent to a coronary stenting treatment procedure stent thrombosis occurred. A 3.00x28mm taxus liberte stent was deployed in an unspecified coronary artery in november 2012. In (B)(6) 2013 the patient returned and was diagnosed with stent thrombosis. Cardiac catheterization was performed and a 3.00x38mm promus element stent was deployed. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the patient was compliant with their dual ant-platelet medication.

Manufacturer narrative:
Describe event or problem updated with additional information. (B)(4).